Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain and radiculopathy. The patient reported that their implant was not working right and her back had been hurting really bad, so bad that it made her cry and she had been going to bed with it on so that it would help her sleep because her legs were hurting down to her tippy toes and she put it on and even made stimulation a little stronger when she woke up the stimulation sensation was not there. The patient stated after waking up she could get up to go to the bathroom, walk around and then come back to bed then stimulation comes back on when she lay down and moved in a certain way and then all of a sudden stimulation comes back and starts working again. The patient indicated that stimulation will disappear and come back when she gets in different positions. The patient stated that at first she thought her actual implant was shutting off but that was not the case because when she checked her device with her patient programmer the stimulator was still on even when she didn't feel stimulation. The patient stated that she wasn't very good about charging but had been good about it and charges her device and keeps it happy. The patient stated stimulation was set to where it goes from the middle of her back down to her legs and she had seen her rep about a month ago because she couldn't figure out how to make it stronger or not stronger and the rep helped her figure that out. The patient stated that it was set so that when she had it on she would feel stimulation on at all times and that wasn't the case anymore. The patient stated she has not had any fall or trauma but she noticed since they got an epidural the 2nd week of (B)(6) 2017 and 3 days later the patient was not feeling stimulation consistently. The patient stated that they did imaging and the patient requested that the epidural be done above the level of their leads. The patient stated that the managing health care professional (hcp) knows where the leads are located and had told the nurses where they were located and to be careful when injecting her back. The patient indicated that when lying down the patient has to roll around and get into certain positions to feel her stimulation. The patient stimulation also changed depending on how the patients legs were positioned and how she sat. At the time of the call the patient was sitting back in a chair and the patient was not feeling stimulation at all. Before this epidural the patient was getting good coverage. Now, when the patient does feel stimulation it was in target area but intermittent in nature. The patient was using adaptive stimulation and was still using the same setting as she was prior epidural. The patient had epidurals of this kind in the past with her device system. The patient has epidural shots to help her with pain management. Impedance values were tested and were between 1000-1800 ohms. The rep was going to discuss this issue with the health care professional (hcp). Product service specialist reviewed considerations of imaging leads, trying reprogramming of stim and discussing with health care professional (hcp) if use of epidural injections could affect scs therapy sensation. The patient considered this sudden change in therapy/symptoms. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the patient had their system r evised/replaced on (B)(6). The rep stated that the patient was seen the next day and was receiving good coverage. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that they met with the patient on (B)(6) 2017. The rep reported that they made a call to technical services regarding "changes in the patient's stimulation - unable to feel right side." The rep reported that the patient had previously called regarding the issue. The rep reported that the patient had just called them from a neurosurgeon's office as she was there for a consul for a lead revision. The rep reported that she wasn't aware of the appointment, but advised the patient to call with questions. The rep reported that they would follow up accordingly. No further complications were reported.